Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the slide key was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the usage of incorrect work holding fixtures during appropriate manufacturing assembly steps. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device was stuck to the motor device. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further investigation, it was determined that this event could not cause or contribute to a series injury and/or death. Therefore, no further investigation will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.